Manufacturer narrative:
The reported event that the top of the tension pliers was broken off could be confirmed. The visual inspection of the returned tension pliers revealed that two parts of the three grasping components are broken off and the other component shows secondary cracks. Based on investigation the root cause of the determined breakage and secondary cracks was attributed to an inappropriate user handling. According to this, too high forces - in form of bending overload - were applied to the grasping components of the tension pliers leading to the breakage of two grasping components and secondary cracks of the other grasping component. Indications for any design, material or manufacturing related problems were not determined in the investigation. Therefore no preventive and/or corrective action is deemed necessary at this time.

Event description:
Company representative reported that it was noticed in his samples that a tension pliers for an mmf screwdriver had fractured grasps. There was no reported procedure for this event.

Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation has been conducted, and a follow-up report will be submitted.

Event description:
Company representative reported that it was noticed in his samples that a tension pliers for an mmf screwdriver had fractured grasps. There was no reported procedure for this event.